Manufacturer narrative:
Our quality engineer inspected the video submitted for evaluation. The reported issue safety shield activation failure was confirmed upon inspection of the video. During the handling process, it was noted that the user did not firmly re-seat the adapter into the tip shield. As a result, the tip shield remained disengaged from the needle hub, causing the catheter unit to separate from the cannula. The probable cause for the defect is attributed to improper handling. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by customer that ""cathena safety mechanism did not engage. Leaving the needle exposed"" verbatim: cathena safety mechanism did not engage. Leaving the needle exposed".